Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)) sigpshell, sig power sigpshell control shell (lot#n3l1926y) egia45amt, egia45amt egia 45 artic med thick sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, during the fourth firing of functional end-to-end anastomosis, after the left articulation operation was performed while outside the patient cavity, the right articulation started by itself without button operation, and it operated up to about 30 degrees of right articulation. It was discovered that when the right articulation was started, the finger has not been touched with the trigger at all. A new handle and shell were used with the same adapter and cartridge and firing was performed. No patient injury.